Event description:
Reportedly, once all programming was completed and the end session was selected, a pop up window was displayed stating patient data had been changed and not programmed. No changes had been made and no programming was pending for patient data.